Manufacturer narrative:
Device evaluation summary: the reported that the instrument had an increased frequency of measurement results in error for either one or both measured values was verified during service. The issue could not be duplicated, but the service technician noticed that there was blood adhered to the area near the sensor in both ch1 and ch2, with marks indicating rubbing/worn. The issue was resolved by cleaning and calibrating the instrument. A periodic replacement of the solenoid was performed. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an act plus instrument, it was reported that the instrument had an increased frequ ency of measurement results in error for either one or both measured values. The use of the instrument was unspecified. There was no adverse patient effect reported with this event. Medtronic received additional information that the issue occurred while measuring the activated clotting time (act), where either channel 1, channel 2 or both had measurement errors. It is unknown if liquid or electronic controls were used, but the results were not used on patient. Since the measurement result itself represented an error, no additional error code was displayed. Medtronic received additional information that channel 1 or channel 2 did not stop functioning. The customer stated that this was an event where the instrument would not stop and would just go above the limits.